Manufacturer narrative:
Product received without claim form. Information was requested and it was noted that the part number and lot number did not match the product that was returned for evaluation. Follow-up request for information was submitted.

Event description:
Per complaint (B)(4), after the clinical procedure an implant failed and was removed.